Event description:
A malfunction occurred with the customer's pump after it got wet. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump prior to calling technical support and continued using current pump for insulin therapy.